Event description:
It was reported that during a total gastrectomy the handswitch on the device did not work. The footswitch was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.